Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture.

Event description:
Later, a healthcare professional reported a patient experienced the event of ¿signs of intra and extracapsular rupture of the right implant¿, ¿pain¿, ¿after receiving the news from recall, the patient lost the mental and emotional tranquility, because, besides the need to face the risk of a new surgical intervention to remove the ruptured breast prosthesis - with the threat of silicone in contact with the body - was still facing the fear and anguish of discovering lymphoma carrier warned by the manufacturer itself¿, ¿inflammation around the right prosthesis¿, ¿severe discomfort in the right breast, even noticing an increase in its size¿, ¿silicone leakage out of the protective cap¿, ¿right breast dissection with removal of encapsulated prosthesis, drained hematoma in this capsule¿, ¿sparse simple cysts bilaterally measuring up to 2.0 cm¿, ¿local deformities¿, and ¿autoimmune / hematologic diseases¿ with an inspira textured silicone gel filled breast implant. The device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on an unknown side. The device has been explanted.